Manufacturer narrative:
Of the 16 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to dim display with moisture ingress. During investigation for unrelated allegations, there were 6 additional dim/fading/color spectrum w/moisture failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 16 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/colorspctrm w/moist issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-68 years of age and between 16 and 190 pounds. Of the reported patients, 4 were male and 12 were female.

Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation in q1 2017 there was 1 additional instance of a dim and discolored display screen with moisture ingress found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there were 2 instances of dim and discolored display with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.